Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited inappropriate shocks for conducted sinus tachycardia. The device performed as programmed. The patient was stable.